Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) male patient had a skin irritation. The patient had blisters on his skin that were broken open and possibly infected. Follow-up indicated that the patient had discontinued use of the device. The medical outcome of the skin irritation is unknown.